Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues calibrating with a low blood sugar of 49 mg/dl. The customer took a bolus and went low. The customer's current blood sugar is 69 mg/dl. The customer treated with food and glucose tablets. Troubleshooting was performed. Nothing is returning.